Manufacturer narrative:
Investigation summary: bd received 1 sample for investigation. The sample was inspected and gel smearing was confirmed; the barrier gel was smeared on the wall of tube. Additionally, (B)(4) retention samples from bd inventory were visually inspected for gel defects and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel smearing based on the returned sample provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin) - amber ,1 tube contained liquid gel (yellow sticky viscous fluid). There was no health impact or consequences reported.